Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, medication stock out was not populated. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, medication stock out was not populated in the replenishment list. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the database contained corrupt transactions and these transactions lacked location assignments for medications, causing the system to treat them as valid and update quantity values incorrectly. A technical support specialist reviewed the database for pyxis transactions and identified the corruption. The specialist ran a script to delete transaction queue records where the identification station assignment ID (isaid) was null and restore proper data flow. Customer verified station was working as expected. The system functioned as intended after the technical support specialist troubleshot the device.